Event description:
It was reported that the patient was unable to inflate with the inflatable penile prosthesis (ipp) due to mechanical failure. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. One cylinder and reservoir performed within specifications. The other cylinder had a leak and broken fabric threads due to input tube wear and avulsion. The pump was not functionally tested due to contamination. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, 92186855. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Event description:
It was reported that the patient was unable to inflate with the inflatable penile prosthesis (ipp) due to mechanical failure. The entire ipp system was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.